Event description:
This case came to light via an abstract from a medical conference held (B)(4) on (B)(4) 2012. A convatec sales representative visited complainant doctor and obtained further information. Complainant doctor belongs to emergency medical care center. Reported by the complainant as follows: "by CT scan, rectal perforation was found in the area where fms balloon touched. It is also confirmed by colonoscopy that entire rectum was not in normal mucosa, that included ulcer. By emergency surgery, stoma created. After that, sepsis occurred and patient died." Complainant doctor considers fms use is one of cause of rectal perforation. However, complainant doctor does not consider there is causal relationship between fms and the patient's death, because of patient's other conditions.

Manufacturer narrative:
Further details derived from the abstract and follow-up via sales representative is as follows: serious adverse event, which occurred in 2009, is now reported retrospectively as a result of recent ((B)(4) 2012) report in the literature. This report describes a critically ill, intubated (B)(6) patient on mechanical ventilation with a central venous catheter to monitor hemodynamic stability, who had a history of end stage renal disease, rectal surgery at age (B)(6) and an "arthroscopic" colectomy at age (B)(6) due to colon cancer. Of note, the time between his most recent colectomy and this event is unclear. Patient had flexi-seal inserted on (B)(6) 2009 to collect liquid diarrhea and the device was removed after 4 days due to a suspected blockage when effluent decreased. Indication for reinsertion of the device is not documented. Upon reinsertion, the patient experienced extreme pain. An abdominal CT revealed rectal wall perforation and rectal ulceration above the peritoneal reflection with abnormal mucosa, confirmed by colonoscopy. The patient was taken to surgery and had a hartman procedure with stoma created. Due to coagulation disorder (disseminated intravascular coagulation, dic), the patient received blood and gamma globulin infusions. According to report, the rectal wall was weakened and intestinal blood flow was compromised postoperatively. Unfortunately, the patient became septic and eventually expired on (B)(6) 2009. From a clinical perspective, the information available in this case reasonably suggests that the device may have contributed to the perforation of the rectal wall; however, the complainant doctor has reported that there was not a causal relationship between the device and the patient's death, because of the patient's other conditions. This patient was at high risk for complications from fms due to a history of prior rectal surgery and colectomy, which are both contraindications in the fms labeling. (B)(4).